Event description:
On (B)(6) 2009, the pt underwent bilateral nipple sparing mastectomy and immediate bilateral breast reconstruction, with tissue expanders and strattice grafts. It was reported by dr as follows: pt developed nipple necrosis, which resolved. Pt later presented with l breast swollen and infected; treated with antibiotics; cultures were negative. Tissue expanders and strattice grafts were explanted bilaterally. Dr also stated that this was not a true infection, but a "late" inflammatory response.

Manufacturer narrative:
Add'l lot# s10493-179. Method of eval: to be specified. Since the strattice device was not returned for eval, internal investigation was limited to the following: review of the device history records for lots s10088 and s10493. Query of lifecell complaint system for any similar complaints reported to lifecell against the devices distributed from lot s10493. Results of eval: to be specified. Review of the device history records for lot s10493 resulted in no remarkable findings, with no deviations that would have an impact on processing steps associated with risk of infection to a pt. (B)(4).